Event description:
It has been reported to philips that the host pc failed to boot up which would prevent the system from booting up. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk for the host pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that host pc failed to boot up. During troubleshooting, the fse identified that the hard disk for the host pc was defective. The fse replaced the hard disk and restored software and application. After replacement of the hard disk for the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.